Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges dry nasal passage, coughing mouth, and throat irritation there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Device was returned to a third party service center, and no visible foam particles were found. The device was scrapped. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.